Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). At the time of report, dianeal pd2 ambuflex therapy was ongoing. The nurse reported that on (B)(6) 2012, the patient experienced peritonitis that did not result in hospitalization. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin (2gm, ip, weekly, once a day for two weeks) and fortum (250mg in each bag, ip, 3 times per day for 14 days). The peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.